Event description:
Blood glucose measured 135 mg/dl and customer had low glucose symptoms. It was stated customer tested again and glucose was 108 mg/dl and ambulance was called. Reporter stated the ambulance measured 370 mg/dl within 10 minutes of the 108 mg/dl result. No treatment was reportedly received as a result. Controls were reportedly run and found to be within an acceptable range. A request was made for the return of the suspect product and replacement product was sent.